Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. It was reported that the filter vent leaked during an infusion where the solution/medication used was unknown. It was reported that there was no obvious defects noted on the tubing set. There were no holes, cut, tears or any other defects noted on the tubing set. The tubing set was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed to extreme temperature. That leak was noted at the filter vent. That there was no spillage or any drug exposure to patient or staff. That there was no flow at the drip chamber. There was patient involvement but no patient harm.

Manufacturer narrative:
Received one (1) used 142730490 plum 150 ml burette set for inspection. The tubing and piercing pin were marked with a black marker. The tubing was partially separated at the tubing to bond interface. The tubing and piercing pin became separated during testing. The tubing bond interface appeared to have an incomplete insertion. The reported complaint of a leak can be confirmed due to the partial separation. The probable cause is due to an incomplete insertion of the tubing during manual assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Device returned 11/7/2023.